Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient¿s vessel and aneurysm morphology was not reported. It was reported that during a routine follow-up CT scan, right limb occlusion was discovered in the ipsilateral limb. The cause of the event is unknown. There is no intervention scheduled at this time. No clinical sequelae were reported and the patient is fine. Film analysis review: review of single returned image showed that the right limb was occluded, the left limb was patent. No obvious stent graft kink or compression was seen. Other than calcification seen near the distal aorta, the cause of the occlusion could not be determined.

Manufacturer narrative:
(B)(4). Method: film. Results: occlusion. Unknown cause of event. Conclusion: unknown cause of event. Occlusion.

Event description:
Additional information was received. The patient's proximal neck at the time of implant was 22-23 mm in diameter and 24 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 11 mm in diameter. The patient had moderate aortic neck thrombus, aortic neck calcification and moderate right and left iliac calcification. The physician stated no action has been taken as the patient is still without symptoms.